Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed four years of battery remaining on the last check then currently it was all gone. Boston scientific technical services (ts) referred back to the physician for visit or surgery scheduling and discussed device change out procedure. To date, device remains in service. No adverse patient effects were reported.